Manufacturer narrative:
Review of the device history records showed no irregularity.

Event description:
Reportedly, on (B)(6) 2017 the subject lead was implanted in the right atrium. During a follow up performed on (B)(6) 2021, the atrial lead impedance was over 3000 ohms. The pacemaker was subsequently reprogrammed in vvi mode.

Event description:
Reportedly, on (B)(6) 2017 the subject lead was implanted in the right atrium. During a follow up performed on (B)(6) 2021, the atrial lead impedance was over 3000 ohms. The pacemaker was subsequently reprogrammed in vvi mode.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2017 the subject lead was implanted in the right atrium. During a follow up performed on (B)(6) 2021, the atrial lead impedance was over 3000 ohms. The pacemaker was subsequently reprogrammed in vvi mode.